Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient stated he lost a significant amount of weight and the ipg was now superficial. Surgical intervention was taken and the patient¿s battery was replaced with a different model. The location of the ipg was also moved. The procedure was completed without complications, and stimulation therapy has been restored.